Event description:
4 47 yr old male, weighing 306 lbs, wnet into respiratory arrest in the emergency room. During an intubation attempt, the blade broke. A metal blade, mfg by another co size unreported), was selected for a second intubation attempt. Intubation using a metal blade was successful. The director of cardio pulmonary services stated, "it was a difficult intubation. The pt was extubated on 3/3/97 and discharged from the hosp on 3/8/97. There was no effect on the pt's outcome."